Event description:
It was reported that during veno arterial ECMO (extra corporeal oxygenation) therapy, a patient expired. Patient exhibited refractory coagulopathy and consecutive bleeding. Device exhibited insufficient flow rate - alarm low flow was displayed, which necessitated a change of the device. Clotting in the device was believed to be due to disseminated intravascular coagulation. Changeout delayed treatment for 20 minutes. After the change adequate flow was obtained. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation. A request has been made for the device and additional information. A supplemental medwatch will be submitted if additional information becomes available.